Event description:
It was reported that the cot broke at the outer rail while loading a pt into an ambulance. There was pt involvement but no adverse consequences.

Manufacturer narrative:
Outer rail. Unit was evaluated by the customer.